Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: a review of the pump history confirmed a 4.75 unit bolus programmed with a 2 hour duration which was cancelled due to the pump being suspended during the combo bolus. The pump powered on appropriately and was exercised for 24 hours without any issues occurring. During testing the pump was suspended and the pump appropriately displayed a message alerting the user ¿pump suspended." If active temp basal and combo bolus have been cancelled.¿ a 29 hour flow accuracy test was performed and the pump was found to be delivering appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient experienced a blood glucose of 357 mg/dl with moderate ketones. A review of the event found that the reporter had given the patient a bolus for a meal but had accidentally set the combo bolus for 2 hours at 100 % which delayed the patient receiving insulin. The reporter indicated that the patient was treated with an insulin injection to correct for the elevated blood glucose levels. The reporter stated that there were no concerns with the pump function at the time of the call. This report is made based on the allegation that the patient experienced hyperglycemia after accidentally programming the combo bolus differently than intended.